Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery (exact date(s) not provided). Post-operatively, pt presented with stage 2 diffuse lamellar keratitis (dlk). A flap lift and rinse was performed on both (ou) eyes. Pt info was requested from the user facility, however, no pt info was provided. The surgeon confirmed that the pt responded to treatment and the dlk was resolved. There was no loss of visual acuity (va). The association between the event and the device is unk.

Manufacturer narrative:
Approximate date. 2005, laser involved at the time of the issue was not identified by the site. Site had two (2) working lasers - evaluation summary: in 2008, a field service engineer (fse) visited the site and performed a preventive maintenance (pm). Device met specifications and performed as intended. Laser was de-installed 2009 - customer had not renewed service agreement and no longer required a second laser. In the same month, an fse visited the site and performed a preventive maintenance (pm). Device met specifications and performed as intended. The following month, a clinical development specialist (cds) visited the site and performed an investigation in an attempt to identify a potential root cause for dlk. The site had recently replaced their original sterilizers with new sterilizers. Since the implementation of the new sterilizers, the severity of the dlk has decreased and they have seen a reduction in dlk cases. While on site, the cds modified the surgeon's laser settings, assessed the physicians environmental factors, sterility process and verified surgeons surgical technique had not changed. Although a single root cause was not identified, the site was advised and has agreed to continue to monitor the site's heating, air conditioning, surgical instrument preparation and sterilization technique, and the number of people in the surgical suite at once during surgery. It should be noted that the facility of ophthalmology recommends treating stages 1 & 2 dlk with topical steroids and observation. The facility, does not recommend performing a flap lift & rinse at these mild stages. The physician did not follow the recommended treatment protocol.